Event description:
It was reported that during a revision surgery a creo threaded locking cap was found loosened with metallosis also found around the l3 fixed area. This event occurred in japan.

Manufacturer narrative:
The device was available for evaluation. Upon evaluation of the information provided, it was reported that a creo set screw had loosened post operatively, associated with metallosis. The patient was operated on for a l3-l5 thoracolumbar fusion with an olif. The date of the initial surgery was unknown and the patient was instrumented with creo threaded. During a revision surgery to address asd it was discovered that the direction of the l3 rod was unusual and one of the l3 locking caps had loosened. It was reported that movement friction of the implants resulted in wear on the underside of the locking cap and caused metallosis in the l3 area. The original creo threaded implants were removed and the patient was revised with competitive hardware. Visual inspection of the locking cap found significant wear to the bottom surface of the locking cap across its full diameter. The deformation is consistent with friction and repeated motion between the bottom of the locking cap and a rod. No determinations could be made as to the cause of the reported issue.